Event description:
It was reported that the normal saline infusion kept backing up during the epinephrine, norepinephrine and normal saline flush infusions which prevented accurate and timely delivery of the necessary medications. The tubing set was changed to a non-filtered tubing set and the medications infused without further difficulty. Although requested, there is no additional patient or event information available.

Manufacturer narrative:
The customers report that the infusion kept backing up was not confirmed. The as-received set sample was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components no obvious damages or issues were observed during visual inspection. The set was attempted to be re-primed; no issues were observed. Further testing was performed by attaching a lab gauge needle to the male luer of the reprimed set and the set was loaded into a lab pump module. An infusion was programmed to run at a rate of 10ml for one hour. The infusion completed with no issues or any alarms. The set was also pressure tested and no issues were observed. The root cause that the infusion kept backing up was unable to be identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. The event occurred at a childrens hospital, therefore it is presumed that the patient was either an child, infant or neonate.

Event description:
It was reported that the normal saline infusion kept backing up during the epinephrine, norepinephrine and normal saline flush infusions which prevented accurate and timely delivery of the necessary medications. The tubing set was changed to a non-filtered tubing set and the medications infused without further difficulty.